Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during routine maintenance testing, the performance verification diagnostic pacing maximum output test current was low (161ma instead of 200 + -20ma). There was no patient involvement.